Manufacturer narrative:
Product surveillance has assessed this record for reportability using the device vigilance assessment document, gqi-05-48. Per the initial assessment, it has been determined to be reportable at this time.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event. Treatment for the event was not initiated. Two days after the event onset, the patient's catheter was removed and the patient was switched to hemodialysis twice a week. The patient remained hospitalized and has recovered. No additional information is available.